Event description:
Pt had initial acl surgery with calaxo screw on (B) (6) 2007. On (B) (6) 2008 pt had post-op surgery which showed swelling and partially dissolved calaxo screw. All loose fragments of the screw were debrided out.

Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4)